Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The inflation issue and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the sds interacted with the calcified lesion during advancement, resulting in the noted scratched and torn shaft, thus resulting in the reported inflation issues and leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending coronary artery. The 2.5x18 mm xience alpine stent delivery system (sds) was advanced to the target lesion without resistance. However, when the balloon was pressurized, to 6 atmospheres the balloon failed to inflate. The sds was removed, and when it was flushed a leak was observed on the distal shaft. A same size xience alpine sds was used to complete the procedure. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.